Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/11/2010, 06/14/2010 and 07/01/2010 by phone, fax and mail. A completed questionnaire was received on 06/24/2010. (B)(4).

Event description:
Adverse event(s): "unexpected post operative refraction" (vision, impaired). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A technician reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The patient was noted to have a history of hypertension and dry eyes (pre-existing). Slight posterior capsule opacification had been observed. In a follow up, the surgeon reported the event continues.